Manufacturer narrative:
Correction from not returned to returned on 6/3/2016. Method: actual device not evaluated. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 10/01/2015 to 12/16/2015 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." No suspect bi was returned for evaluation. Twenty cyclesure® bi's were returned for functional analysis. One bi was received with a missing ci disc. Two bi's were used as controls. Functional specifications were met with all seventeen bi's. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains and unused RMA products met functional specification, the DHR review found no anomalies that would contribute to a positive bi result and lot history found that trending was not exceeded. The suspect bi was not returned for analysis and could not be evaluated for user error. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx express cycle. The bi was incubated for 17 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was recalled and not released for use on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00026 and 2084725-2016-00027.